Event description:
It was reported that during a pci procedure for in-stent restenosis, the maverick2 monorail balloon ruptured at a 8 atms on the initial inflation. The leison was located in the calcified, 90 percent stenotic proximal circumflex artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. There is one other similar complaint for this batch number.